Event description:
Allegedly pt. Had recurrent dislocations. The femoral head disassociated from the shell with the last closed reduction try. Low activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02528, 02527.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.